Event description:
The customer observed false negative vitros (B)(6) results from two different patients tested on a vitros eciq analyzer. The customer indicated the false negative results were obtained from (B)(6) 2007 - (B)(6) 2009. The same patient samples produced reactive results on a competitive system. False negative results may lead to inappropriate physician action. The false negative vitros (B)(6) results were not reported. There was no report of patient harm as a result of this event. Note: this form 3500a is one of two mdrs for this event. Two devices were involved. Two patient samples were tested using a single vitros (B)(6) reagent lot. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation was unable to determine the performance of the vitros eciq and the vitros (B)(6) reagent as the customer did not provide information to assist in the investigation. The true classification of the patient samples is considered to be (B)(6) reactive based on competitive system results and additional (B)(6) marker assays. The root cause for the false negative vitros (B)(6) results is unknown, however, the possibility of an unknown sample interferent cannot be ruled out.